Event description:
It was reported that the patient was feeling symptomatic. When the device was checked it was noted that the atrial lead impedance jumped and was not able to be defined and the sensing and threshold measurements were "abnormal." It was also reported that during the revision, when the atrial lead was tested with the analyzer, the resistance was "almost normal;" however, when the lead was attached to the device, the impedance measured high and noise was seen. Problems with the head of the lead and device header were suspected; the lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2010. (B)(4).